Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Rep calling in a pump not reading pressure correctly. Happened during a case. Shoulder repair scope case. No patient harm. No surgery delay. Continued case using unit.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product complaint # (B)(4). Investigation summary: the device was received at service center and evaluated. As per service manual operational and diagnostic analysis confirmed reported issue (not reading pressure correctly). Replaced damage suction's tension rocker arm as identified in the investigation to address the reported issue. Replaced worn fingers on pressure arm housing (preventive maintenance) with tip replacement kits. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. There is no corrective and preventive action. ¿this serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions.¿ no further investigation beyond what is noted above by the service center. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: ¿this serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions.¿ UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected data: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate